Event description:
It was reported that the obsidio broke off and embolized. The target location was in the gastroduodenal artery (gda). The vessel size was 2.0 - 2.7 mm. Obsidio was selected for use. After obsidio was administered, the microcatheter was left in place for a few minutes prior to removing it. A piece of obsidio broke off and traveled to approximately 1cm away from the ostium. The target location was backfilled with an embold fibered coil, and the obsidio remained stable. There were no patient complications.